Event description:
It was reported that the suture was broken when dragging after the anchor implanted. A backup anchor was used to complete the surgery. The broken suture and anchor were taken out. No patient injuries were reported.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Only the inserter and two legs of suture (1 white, 1 blue co-braid) were returned, no anchor. Visual assessment of the inserter showed no abnormalities. Examination of the suture confirmed the reported breakage. The white leg of suture has broken approximately mid-point of its length; the break area is heavily frayed. The condition of the suture indicates it was chafed to failure during management of the suture. Without the return of the anchor an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of sharp instruments to manage or control the suture. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the suture was broken when dragging after the anchor implanted. A backup anchor was used to complete the surgery, no significant delay was reported. The broken suture and anchor were taken out. No patient injuries were reported.